Event description:
It was reported that the procedure was to treat a lesion in the obtuse marginal artery. There was no tortuosity or calcification noted. The 2.5 x 15 mm nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The balloon catheter was advanced without issue. An attempt was made to inflate the balloon; however, the balloon did not inflate and no atmospheres (atm) were shown on the inflation device. The balloon catheter was removed without issue. After removal it was found that the hub was separated. A new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation and the reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.